Manufacturer narrative:
It was reported that the cardiohelp was alarming the there was ¿no batteries detected¿ and the battery on the display showed a wretch symbol. Additionally, the error message ¿battery discharged¿ was present in the log files. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. The logfiles were analyzed by the getinge life cycle engineering (lce). The logs entries prior, during and after the event was analyzed. The logfiles only contained data from the date 2024-03-25 to 2024-07-17. The exact date event was not provided by the user. According to the lce analysis, the most probable dates of event was between 2024-06-13 to 2024-06-15, as the logs indicated a patient was treated. According to the analysis, battery 2 was completely discharged, having 0% charge, since 2024-04-01, and the cardiohelp reported the error message ¿battery discharged¿. From 2024-04-01, the cardiohelp was restarted several times, and repeatedly alarmed that the battery was discharged and the error message ¿battery 2 needs service¿ was also displayed. The cardiohelp reported the errors accordingly several times prior to the event dates. The self-test of the cardiohelp warned: "battery discharged" and ¿no batteries detected¿, prior to use. Both alarms are considered as high priority alarms. ¿battery 2 needs service¿, which was also found within the logfiles is a medium priority alarm. A getinge field service technician (fst) was sent for investigation on 2024-06-20. The batteries were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The exact root cause of the battery failure could not be determined as the batteries could not be sent to germany for investigation as they are categorized as dangerous goods. According to the risk file v24 of the cardiohelp device, the following root causes can lead to the reported failure; no power supply and battery fails caused by e.g.: insufficient remaining battery capacities battery is not recharging (ext. Dc supply too less energy, unstable external dc supply) input circuit of cardiohelp device battery defective too low running battery voltage in the instruction for use (IFU) of the cardiohelp, chapter ¿technical alarms¿, high priority alarms are technical conditions which can lead to a pump stop. According to IFU chapter ¿high priority¿, the error messages ¿battery discharged¿ and ¿no batteries detected¿ can be mitigated by using another power supply and replacing the cardiohelp device as soon as possible. As per IFU chapter, "check before every use", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use, chapter "check before every use", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The calibration of the batteries has to be performed at least every 4 months as described in the IFU chapter ¿calibrating the batteries¿. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use, chapter "check before every use", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The calibration of the batteries has to be performed at least every 4 months as described in the IFU chapter ¿calibrating the batteries¿. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The device was manufactured on 2022-06-20. The device history record (DHR) of the cardiohelp was reviewed on 2024-06-18. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "battery defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp was alarming the there was ¿no batteries detected¿ and the battery on the display showed a wretch symbol. The failure occurred during treatment. The cardiohelp was exchanged. Additionally, ¿battery discharged¿ was present in the log files. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID # (B)(4).